Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's implantable cardioverter defibrillator was in back-up operation. It was noted that that the device had gone into back-up following magnetic resonance imaging (MRI) without having been programmed for MRI settings. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to a power-on-reset as a result of off-label MRI exposure. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.